Manufacturer narrative:
The device history records were reviewed and there were no non-conformities or deviations noted during the manufacturing of the lens that would have caused or contributed to the nature of this complaint. Additionally, our lenses are 100% inspected before they leave our manufacturing site. Therefore, we are confident that the lens was processed by standard operating procedures and inspections and have met all criteria for release.

Event description:
The customer reported that as the surgeon went to inject the lens into the patient's eye, the lens seemed to be stuck to the inserter. Another lens was used to complete the procedure.